Manufacturer narrative:
A third party field service engineer (fse) has investigated the reported ventilator on-site. Air gas module was found defective. The device's logs were not provided for further analysis. The air gas module regulates the inspiratory gas flow and a faulty air gas module may affect the delivered volume or gas mixture (o2/air). No further investigation can be done as the defective air gas module will not be returned for investigation. The cause of the reported issue in this customer product complaint has been determined. The issue was related to air gas module.

Event description:
It was reported that the ventilator failed internal leakage test and flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).